Event description:
The iv3000n does not stay on when the patient sweats while jogging. The pump is normally worn for 3 days, but recently the pump has come completely off/dislodge while jogging due to sweat. The patient has caught it in time, and the blood sugar level did not increase. Patient showers and applies IV prep wipes to the area the catheter is going to be inserted. The patient then inserst the catheter, and cover it with iv3000. The actual pump clips to clothing or his belt. The iv3000 is not layered. Patient uses a deltec pump by smith medical. Patient is not having any other problems. Outcome atrributed to adverse event: dislodged cannula.

Manufacturer narrative:
The manufacturing records wre reviewed, and of faults wre documented for the relevant batch of materials. The monitoring samples wre reviewd, and found within specifications for adhesion to steel and, adhesive mass weight testing. No customer samples were received for evalution. A review of the current product risk assessment has been performed to document the risk associated with using iv3000 in conjunction with insulin delivery systems. The labeling on the package was reviewed. Although the instruction for use are considered adequate, the labeling for instructions for use has been revised. For non ce marked product, the instructions for use were included in the product since the beginning of 2006, and the artwork on the carton was revised as of january 3, 2006. For ce marked product, the current instructions were revised 3/31/2006. The IFU includes instructions for application, indications and precautions. The precaution included statements to address stacking of dressing, and periodic monitoring of catheter site, especially if site becomes wet. No further information will be taken at this time. However, we will continue to monitor for this type of complaint.